Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection. Electrical tests and x-ray examination did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the atrial lead dislodged. The reported lead was not installed. The patient was in stable condition.